Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, dilaudid, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were going to be having their shoulder replaced on the same side as the pain pump, so they would have limited mobility in their left arm which was the one that they used to hold their external equipment. The patient stated that about a month into having the handset, it started lagging. It wouldn't ¿click all the way to that 100% without a lot of manipulation and moving my body and doing whatever - sometimes it will like back down, and sometimes it will kick out of the program completely - this isn't as often, but it will go back down to 80-70%¿. The patient stated that they wanted to take care of the lagging with the handset before they had shoulder surgery because it was difficult for them to hold the equipment, and then once they healed from their left shoulder surgery their right shoulder surgery would be completed. The agent assisted the patient with closing out of all apps and clearing data. While on the call, the patient reported seeing high battery usage detected in handset settings and the agent had the patient clear the message. The patient confirmed they were able to successfully connect to their pump well and stated that it was really fast. The patient read an expected 1 hour and 47 minute lockout with 3 boluses left today. The patient was going to monitor the issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.